Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained through the right femoral artery. The physician was treating a 99% stenosed lesion located in the moderately calcified and severely tortuous, approximately 3mm in diameter, distal right coronary artery (rca). This 1.5x15mm maverick 2 balloon catheter was used to pre-dilate the lesion. An initial inflation was made to 10atms. On the second inflation, the balloon ruptured at 10atms after being inflated for approximately 20 seconds. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.